Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-07117. Follow-up information revealed the lead had pulled out of the ipg header. The patient underwent surgical intervention where the lead was explanted and replaced with a new one. Reportedly, effective therapy was restored following the procedure. Please note: the patient's ipg has been added to this report as (device 2).